Manufacturer narrative:
Two samples were submitted for quality evaluation. One sample was visually inspected with no damages and no abnormalities identified. That sample was then primed, and a simulated infusion was conducted. No failures were observed during the infusion. No flow issues, deformation or damaged / defective issues were identified. The second sample was visually inspected, and it was missing the upper pumping segment and all the infusion set tubing above it. Further inspection of the silicone pumping segment tubing indicates the securement collar was previously on the tubing but is now missing. Separation was confirmed with the second sample. The investigation was forwarded to manufacturing for root cause evaluation. Due to the silicone pumping tubing showing an indention in the tubing showing that the securement collar was assembled on the construction, and that the tubing above the silicone pumping segment was not provided, a root cause analysis could not be conducted and therefore a root cause for the issue could not be determined. A device history record review for model 2432-0007 lot number 24085252 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite pump infusion set had an occlusion. The following information was provided by the initial reporter: occlusion occurred in pt's central line. This resulted in pt not receiving sedation for an unknown period of time.